Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Reference MFR. Reports: 1221359-2022-04784 through 1221359-2022-04787.

Event description:
The consumer reported four unconfirmed false negative results via social media with the binax now covid-19 antigen self-test performed on an unknown date. This MFR report represents patient result three of four. The consumer performed an alternate testing on the same day using a different brand (unknown) that generated a positive result. Confirmation testing was not performed. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion to the previously reported event. The customer was unable to provide the required intake information. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored via the current revision of j-0254-scr to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.